Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted oversensing on the right ventricular lead. The patient presented for a chest x-ray. The lead had dislodged. The patient presented to the hospital for lead revision procedure on (B)(6) 2018. Upon repositioning the lead, the helix would not extend. The lead was explanted and replaced. The patient was discharged from the hospital the next day. The patient had no symptoms during or after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.